Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving adequate coverage for her pain. The patient underwent surgical intervention on (B)(6) 2017 where the patient was implanted with a second scs system (ipg and two leads) to provide coverage of her pain that was not being provided by having only one system. Therapy was resumed and the patient is receiving effective stimulation.